Event description:
I used fixodent from approx (B)(6)2004 to (B)(6)2010. During the time I used this product, I began to experience some numbness and tingling in my fingers, hand and foot. My blood test shows that the zinc in my blood was higher than normal. This is permanent and I am taking medical + treatment. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: (B)(6)2004 - (B)(6)2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.